Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having issues with charging the ipg. It was noted the patient had difficulty aligning the charger as the ipg was slightly tilted. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.